Event description:
Caller states patient received results of 500 mg/dl and 135 mg/dl within 10 minutes on the inform system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.